Event description:
It was reported, when unpacking the implanted port needles, one case could not be primed with fluid. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of unable to infuse into the infusion set is confirmed and was determined to be use-related. One 22 ga x 0.75 in powerloc infusion set was returned for evaluation. An initial visual observation showed use residues throughout the returned infusion set. A functional test of attempting to infuse water into the powerloc infusion set using a 12 ml syringe revealed the device to be fully occluded. A microscopic observation revealed the distal needle tip to be barbed. A foreign substance was observed at the distal end of the needle shaft appearing to be use residues causing a full occlusion at the distal end of the needle shaft. Observations of the returned powerloc infusion set revealed no potential damage/defect related to the manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported when unpacking the implanted port needles, one case had the introducer needle wobbling and not in the slot. The customer replaced the needle with a new one. No other information was provided.